Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test at 0.08765 inches. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, cracked reservoir tube, and scratched reservoir tube window.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 538 mg/dl. The customer treated with pump. Troubleshooting was performed. The product was returned for analysis.